Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed as it was noted that the heater failure was isolated to all 4 heating elements internal thermal fuses as measured with a digital meter to be open measuring infinite resistance. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that they called to state that they would like to send that arctic sun device in for 2000-hour service as the device had failed calibration due to not heating. They stated they would also like a loaner on the quote. Per follow up information received via phone on (B)(6) 2024, no patient involved and sample received. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device mixing pump was unplugged at pump. The device went through the pm program.